Event description:
Customer reported the system shutdown and will not restart. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a power supply. No pt injury was reported.